Event description:
The customer reported via phone call that their insulin pump had alarmed no delivery. The customer's insulin pump also alarmed button error and had keypad issues. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was unable to perform troubleshooting at the time of the call because they were able to clear the alarm and resume insulin pump therapy. The customer's blood glucose was unknown. The customer was advised to do a complete set change as soon as possible. The customer declined to return the infusion set and reservoir for analysis. The customer was advised to call back when the alarm occurred in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.